Event description:
It was reported by service report that the nurse call/bed exit alarm is not working. It is unk if there was patient involvement, however no adverse consequences are reported. No injury reported.